Manufacturer narrative:
Investigation of reported issue is inconclusive. Although originally expected, reported device has not been returned to conmed for evaluation & its location unknown. No photographic evidence was provided. Therefore, reported failure cannot be verified, & root cause cannot be identified. Review of the DHR could not be performed since lot number provided does not match the format used by conmed. (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. The cup locking mechanism must be locked at all times when using. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures stop all manipulation immediately, remove vcare & replace with new vcare. IFU gives specific direction as to safely & carefully removing the vcare after use. IFU advises to fully aspirate air from intrauterine balloon to deflate. This allows intrauterine balloon to be removed from uterus. Unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to the handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, reported lot 414486, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was only that ¿green part broke off into patient ¿ no injury.¿ it is noted to have occurred during a non-surgical event and there was no impact or injury to the patient. Please note, the lot number provided, 414486, is not a valid lot number formation for a conmed vcare device. Additional information received clarified the issue occurred during a hysterectomy, however no other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as it is mentioned the device broke into the patient.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, reported lot 414486, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was only that ¿green part broke off into patient ¿ no injury.¿ it is noted to have occurred during a non-surgical event and there was no impact or injury to the patient. Please note, the lot number provided, 414486, is not a valid lot number formation for a conmed vcare device. Although requested, no clarification has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as it is mentioned the device broke into the patient.